Event description:
It was reported the patient experienced feeling tired and short of breath. A loss of capture at high thresholds with the left ventricular lead was also reported. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).